Manufacturer narrative:
B.5. Additional event information - it was reported that the endoleak was suspected to be either a type I distal endoleak, or a type ii endoleak originating from the patient's inferior mesenteric artery. However, the endoleak was not identified, and no final determination was made on what caused the endoleak. Reportedly no aneurysm enlargement was noted. H.6. Results code 1 updated. H.6. Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lots met all pre-release specifications. H.6. Conclusions code 1 updated. H.6. Conclusions code 1: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Manufacturer narrative:
It is unknown which device caused this adverse event so all system components are being included on this report. Additional system components include: item # plc161000/lot #17558276/UDI # (B)(4). Item # pla320400/lot #17209554/UDI # (B)(4). Item # pxc141400/lot #16071660/UDI # (B)(4). Item # plc271400/lot #17253704/UDI # (B)(4). Concomitant medical products: patient medications: vitamin c 500mg; aspirin 81mg po; vitamin d3 1,000 units; multi-vitamin (B)(6).

Event description:
On (B)(6) 2018 the patient underwent endovascular repair of an infrarenal abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2019 computed tomography angiography revealed an endoleak of unknown origin. On (B)(6) 2019 the endoleak was visualized through fluoroscopy. Coil embolization of the patient's inferior mesenteric artery was performed. The patient's left internal iliac artery was also coiled. The previously implanted plc271400 contralateral leg component, located in the patient's left common iliac artery, was extended using a plc141400 contralateral leg component, followed by a plc161200 contralateral leg component. The endoleak was resolved. There were no further reported issues. The patient tolerated the procedure.